Event description:
It was reported that the 2.0x20mm mini trek was used to predilate the lesion in the heavily calcified, heavily tortuous, distal left circumflex coronary artery. A dissection was noted after predilatation. The 2.8x16mm graftmaster was inserted to treat the dissection, but the graftmaster was unable to cross the vessel. A non-abbott 2.5x30mm stent was able to cross the lesion and complete the procedure. The non-abbott stent treated the dissection and the stenosis. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the trek rx instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.80x16mm graftmaster referenced is filed under a separate medwatch MFR number.